Event description:
The pt reported on (B)(6) 2013, he wasn't feeling well so he decided to go to the hospital. While at the hospital he had a seizure for low blood glucose (no bg level or treatment provided). Sometime during the hospitalization the device went into a hazard alarm (exact time not provided). The device was worn for 24 hours.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. The reported hazard alarm is a safety feature not considered a malfunction. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test result below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."